Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. The unit was tested for 24 hours with no occurrence of system error 322. Review of the history log confirms the system error 322 per the reported symptom. Evaluation of known contributors to ec 322, has led to the determination that the upper and lower aux were the failing components and were replaced.

Event description:
The customer reported that spectrum pump serial number (B)(4) was alarming system error 322. There was no patient injury reported. No further information was available.